Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed on the device. The following steps failed: section 10: general condition. Section 30: leakage test using bubble emission technique. Section 40: check the attachment coupling. Section 50: check the cannulation of hand piece. Section 70: check for sticky triggers. Section 80: check roundness of housing. Section 90: check falling out protection. Section 120: check for wear on housing. Section 130: check general function of device. During the service evaluation the following failures were identified: functional: moving parts do not move smoothly. Functional: sticky trigger. Internal finding: leak tightness test failure. Visual: component damaged. Device interaction (2+ devices) : cannot engage attachment - coupling. Functional: will not run. Conclusion: failure reported is confirmed.

Event description:
It was reported that during service and evaluation, it was determined that the battery handpiece/modular for trs device had a sticky trigger. It was noted in the service order that the device was not working. There were no reports of injuries, medical intervention or prolonged hospitalization.